Manufacturer narrative:
(B)(4).

Event description:
It was reported that low hv lead impedance was observed via a merlin.net transmission. The lead was explanted and replaced. The patient is doing well.

Event description:
New information received stated that the lead was previously capped on (B)(6) 2015. The lead was electively explanted on (B)(6) 2019 with no complications. The patient condition was stable post procedure.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. Internal insulation abrasion was noted at 5.3 - 5.7 cm, 21.5 - 23.4 cm and 29.6 - 29.7 cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 40.0 - 41.0 cm from the distal tip consistent with lead friction to the device can. The etfe coating was intact at these location. Internal insulation abrasion was noted at 28.5 - 28.6 and 28.7 - 28.8 cm from the distal tip. The etfe coating was abraded at these locations. This is consistent with the observation from the field of low impedance.